Manufacturer narrative:
The device was not received for analysis at the time of this report; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. The customer supplied image presents skive damage to the polymer jacket material at the stiff, straight proximal end as opposed to the flexible angle-tip distal end. The flexible, angle tipped distal end is visible in the supplied image and does not present any obvious damage. The device instructions for use state, "the zipwire hydrophilic guide wire may slide entirely into the catheter, sheath introducer, vessel dilator or other device because of its low sliding friction. To prevent this, keep at least 5 cm of the zipwire hydrophilic guide wire protruding from the device fitting at all times. To prevent possible tissue damage, care should be taken when manipulating a device over a zipwire¿ hydrophilic guide wire during the device's placement and withdrawal. If resistance is felt during the device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications." At this time it is not possible to assign a definitive root cause for the event as reported. This report is filed as serious injury due to the report of prolonged bleeding and the emergency room visit apparently two days later; however, at this time it is unclear if there is a relationship between the prolonged bleeding and the hydrophilic guidewire used in the (B)(6) 2018 event. If any further relevant information is provided, a follow up medwatch report will be filed.

Event description:
It was reported that the doctor had a 180 stiff zip wire puncture through the stylet of a tunneled catheter during placement today. The coating came off the tip. They had to pull a second tunneled catheter and second guidewire to complete the procedure. The doctor and his assisting rt stated that the tip of the wire was cutting through the stylets. When they pulled out the wire to investigate, the black polymer jacket material was missing from the tip of the wire. The metallic core tip is showing. There was very minimal blood loss and the patient did have to go to the emergency room apparently two days later from prolonged bleeding at the exit site but they said that there is no way to know if this is related or not to the situation.

Manufacturer narrative:
Device evaluation: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Examination of the returned zipwire device revealed the specimen presents bend damage located 3.80 to 4.50cm from the distal dip and skive/cut damage to the polymer jacket material over the proximal 1.40cm exposing the metallic core wire. Approximately 0.3cm of the polymer jacket material from the proximal end of the specimen device was not received. The device instructions for use state, "the zipwire hydrophilic guide wire may slide entirely into the catheter, sheath introducer, vessel dilator or other device because of its low sliding friction. To prevent this, keep at least 5 cm of the zipwire hydrophilic guide wire protruding from the device fitting at all times. To prevent possible tissue damage, care should be taken when manipulating a device over a zipwire¿ hydrophilic guide wire during the device's placement and withdrawal. If resistance is felt during the device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications." At this time it is not possible to assign a definitive root cause for the event as reported. This follow up report is filed as serious injury due to the report of prolonged bleeding and the emergency room visit apparently two days later; however, at this time it remains unclear if there is a relationship between the prolonged bleeding and the hydrophilic guidewire used in the (B)(6) 2018 event. If any further relevant information is provided, a follow up medwatch report will be filed.